Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm before shut off and had short battery life. Customer stated that serial number sticker peel off and bottom sticker peeled off. No harm requiring medical intervention was reported. The customer will replacing the device.

Manufacturer narrative:
(B)(4). On (B)(6) 2020 the customer alleged charge/battery lasts less than expected and labeling anomaly. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with faded serial number label/peeling endcap label, cracked retainer, and pillowing keypad overlay identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history, these battery related alarms were found: insert battery alarm : on (B)(6) 2020 at 06:01:01. On (B)(6) 2020 at 04:24:34, 13:29:51, and 13:39:00. Power loss alarm : on (B)(6) 2020 at 04:23:18, 04:23:28, 04:26:45, 04:26:56, 13:41:26, and 13:41:37. Replace battery now: on (B)(6) 2020 at 04:12:00 and 04:22:00. Pump passed self test, sleep current measurement, active current measurement and displacement test. No unexpected insert battery, power loss, and replace battery now alarms during testing.